Event description:
The pt was noted to have trauma at the back of their mouth after the intubation with a mac3 laryngoscope blade. The blood was note after the intubation as the doctor did an ent list and used the scope to insert throat packing. On the second insertion of the scope the trauma was seen. Laceration was noted at the back of the mouth of the soft palate.

Manufacturer narrative:
This event occurred in (B)(6) hospital, on (B)(6) 2010. Any potential for the split line on the moulded blade contributing to trauma of this nature in the future was investigated. Action was taken to alter the mould tool and moulding process to reduce the likelihood of flash on the split line and an inspection stage was added to the batch release process to check for any features that could contribute to trauma.